Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low (bg) levels (37-42 mg/dl) and thought that the low bg levels were due to the pump settings. Soda was consumed to address the bg when it was low. The customer thought that the basal rate was set too high. The healthcare provider (hcp) had adjusted the settings about a month ago; however, the customer did not think the change helped the bg level. The customer was to speak to the hcp again about the settings.